Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menopause ("I had symptoms of menopause") and loss of libido ("I had zero drive since essure was placed"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and menopause outcome was unknown and the loss of libido had resolved. The reporter considered loss of libido, medical device removal and menopause to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, menopause, loos of libido. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menopause ("I had symptoms of menopause") and loss of libido ("I had zero drive since essure was placed"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and menopause outcome was unknown and the loss of libido had resolved. The reporter considered loss of libido, medical device removal and menopause to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, menopause, loos of libido. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.